Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified right popliteal artery, using a cross over access. A long 6f introducer and guide wire were positioned successfully, with the guide wire across the lesion. The stent delivery system (sds) was advanced toward the target lesion; however, it failed to cross. Due to the resistance felt, the decision was made to try to deploy the stent at the superior femoral, lower end. After unlocking the device, the wheel would not turn correctly. It was observed on angiography that the stent implant did not expand so the decision was made to retract the sds from the anatomy. After retraction, the stent implant was still in the sheath; however, the sheath appears to be torn, but the stent implant had not started to deploy. Another stent was deployed at the target lesion without consequence for the patient. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided. The returned device analysis revealed that the distal sheath was separated.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The failure deploying the stent and tear in the sheath were able to be confirmed. Additionally, the distal sheath was separated, 2mm distal to the distal end of the outer member. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.